Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient was treated in the emergency room with a blood glucose of 512 mg/dl with no reported signs or symptoms of hyperglycemia. The type of treatment was unspecified and the patient discontinued pump therapy. Troubleshooting revealed that the time was not updated for daylight savings and due to this, the pump emitted a maximum total daily dose (tdd) limit alarm and the patient did not receive insulin. This report is made based on the allegation that the patient experienced hyperglycemia associated with use error.

Manufacturer narrative:
On (B)(6) 2017 animas received additional information from the reporter. The reporter stated that the patient was treated in the emergency room on (B)(6) 2017 with intravenous fluids and that blood glucose (bg) levels returned to normal range. The reporter noted that the patient remained on the pump. The reporter stated that during the bg excursion, the patient experienced nausea, symptoms of dehydration, and large ketones. The reporter confirmed that the pump¿s time setting was correct, but the date was incorrect. The reporter confirmed that the date had not been changed to account for daylight savings time, leading to the pump emitting a ¿maximum total daily dose¿ (max tdd) alert. The reporter noted that the max tdd alert was not cleared and the date was not updated, leading to cessation of insulin delivery and elevated bg. No defects were found with the pump during troubleshooting, however the reporter insisted the pump be replaced.